Event description:
The customer reported that a delta series patient monitor with docking station and vertical pole mount became separated from the IV pole it was connected to and fell. No patient injury reported.